Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag motor stopped functioning. The event occurred while patient was in intensive care. The motor was not registering revolutions, although it was indicating flow. The nurse moved the motor cable, and the motor resumed operation. The same event occurred several hours later. Upon physical inspection of the motor, the cable was found to be severely deteriorated, which could be the cause of the associated malfunctions. The motor was exchanged on 19may2025 and removed from the client site to be sent for repair. There were no patient consequences and no log files available. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system unexpectedly stopping was not confirmed; however, the reported event of the centrimag motor¿s cable being damaged was confirmed. The returned centrimag motor (serial number:(B)(6)) was observed to have a few kinks, cuts, and scratches on its cable near both of its bend reliefs upon arrival. The motor was functionally tested at the service depot and at the product performance engineering department; however, issues with the motor were unable to be reproduced, even when the motor¿s cable was flexed and manipulated multiple times throughout its length. The motor was able to operate a mock loop at various set speeds throughout testing. The cable¿s inner wires were also tested and measured for continuity while the cable was being manipulated, and no atypical measurements were observed. No log files were provided, and available information for this event indicates that no patient consequences occurred as a result of the event. The root causes of the reported events were unable to be conclusively determined through this analysis. Although damage to the motor¿s cable could cause a pump stop to occur, the observed damages on the motor¿s cable were unable to be correlated to the cause of the reported pump stop, as the motor functioned as intended throughout all testing. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.